Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material inside the patient. Imdrf device code a150207 captures the reportable event of stent difficult to remove. The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the bladder pigtail was buckled/accordion. The suture and the positioner were not returned. A functional test was performed and a use of mandrel of 0,038" passed through the stent successfully without resistance. No other problems were noted. The reported event of stent buckled material was confirmed while stent difficult to remove was not confirmed. According to the product analysis, evidence found that the bladder coil was buckled/accordion. These problems could be caused by operational factors, interaction of the device between the positioner and the guide wire while the device was used, such as excess of force applied over the device during the procedure. These conditions could have contributed to the failure, consequently, affecting the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureterolithotomy procedure in the ureter, performed on (B)(6) 2022. During the procedure, when the guidewire was removed to position the stent for deployment, it was noticed that the stent shrunk and was buckled. The stent was removed with difficulty and a new polaris ultra ureteral stent was opened and successfully completed the procedure. A drawing of the complaint device was provided and showed that the stent was buckled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureterolithotomy procedure in the ureter, performed on (B)(6) 2022. During the procedure, when the guidewire was removed to position the stent for deployment, it was noticed that the stent shrunk and was buckled. The stent was removed with difficulty and a new polaris ultra ureteral stent was opened and successfully completed the procedure. A drawing of the complaint device was provided and showed that the stent was buckled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a040601 captures the reportable event of stent buckled material inside the patient. Imdrf device code a150207 captures the reportable event of stent difficult to remove.